Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that since implant they have been having more bowel issues and not as much relief with their urinary issues. Last week patient adjusted the stimulation and now they think the stimulation was too high because they were constipated. The patient said when they adjust the stimulation they feel it more in their anus than their vaginal area and it feels like pressure, like something was right there that doesn't want to move, like a balloon trying to come out. The patient also reported that sometimes they feel shocks throughout their body like in the hand and arm and sometimes their legs. The patient stated their doctor told them the shocks were not related to the device and the patient mentioned they do also have a pinched nerve which could be part of the issue. The patient asked if the lead wire could ever be repositioned. Patient services (ps) reviewed possible adverse events and option to turn therapy off. The patient mentioned they had turned the therapy off once before and noticed they were having more urinating with it off. Agent reviewed therapy information and general programming guidance. The patient was able to connect to their I mplant and decrease the stimulation. The patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.